Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2019-03252. It was reported the patient underwent surgical intervention wherein the dbs leads were explanted and replaced (reason unknown). Reportedly, effective therapy was established post-operatively.

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2019-03252. Follow-up intervention revealed the patient experienced a loss of stimulation as one of the patient's leads had migrated. As a result, one lead was explanted and replaced. Reportedly, the issue is resolved. It is unknown which lead was liable. Therefore, all suspected devices are being reported.